Event description:
It was reported that the patient presented for follow up in clinic with dizziness and lightheadedness. Device interrogation revealed over-sensed noise detected as high ventricular rate episodes which led to pacing inhibition exhibited by the right ventricular lead. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.